Event description:
Healthcare professional reported "capsular contracture baker grade unknown" and "fluid around implant". This record is for the left side. The device was explanted and it will be returned.

Manufacturer narrative:
The event of capsular contracture and seroma are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma.

Manufacturer narrative:
Clarification to d4 device information: explanted device was received in the lab and identified as a saline device with catalog number "mcghan 300cc" and no lot number. Clarification to d6a implant date: partial date (B)(6) 1998. Reason for reoperation: capsular contracture baker grade IV and "fluid around implant" device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ seroma: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (crease and opening) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "capsular contracture baker grade IV" and "fluid around implant". This record is for the left side. The device was explanted.